Manufacturer narrative:
The pump was received stuck on the number three and had a constant audio alarm due to a corroded electronic assembly. Unable to perform any tests due to the frozen screens. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was frozen. Customer stated that a number three was stuck on the display and he had to remove the battery to clear it. Blood glucose level at the time of the incident was not provided. Customer did not report receiving a low battery alert, and stated that there was a constant tone. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.